Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose level at the time of the incident was 33.3 mmol/l treated with manual injection. Customer stated that they received a different cannula and it does not seem to be working because they started using them and had high blood glucose. Customer stated that they had ketones of 0.9. Customer had positive results in ketones test and difficulty in breathing. Self test passed. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. The insulin pump will not be returned for analysis.